Event description:
Pt initiated treatment on single use day pack. After 15 mins, pt started itching & sneezing, was given benadryl IV, & condition did not improve. Treatment stopped. Pt having difficult time breathing, given o2 2 lit/nc. Paged md & called ambulance per md ordered. Epinephrine IV & sq given. Pt was able to breathe w/in 10 mins on own. Pt was transported to hosp for monitoring & treatment.